Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump did not turn on, even after changing the battery. The blood glucose reading was 211 mg/dl. The battery cap had been replaced due to customer having lost the original battery cap. The insulin pump did not show signs of damage and had not been dropped, bumped, or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The caller was advised to clean the battery cap contact and insert a new battery, and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.